Manufacturer narrative:
The customer¿s report that the primary tubing set separated before use and the ring retainer was found in the packaging was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Visual inspection noted that the silicone segment was completely separated from the lower fitment¿s inlet port. Further visual inspection of separated silicone segment end, did not observe any o-ring indentations on the silicone segment. Although the lower fitment¿s ring retainer was received with the set, the ring retainer was separated from the silicone segment. No damages or other anomalies were observed on the upper or lower fitments. Functional testing was deemed unnecessary due to the separation and obvious leaking that would occur. The root cause of the separation was identified as a manufacturing issue for incorrect assembly of the set during the manufacturing process due to equipment and/or operator error. A device history record for model 2420-0500 with lot number 20043246 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the primary tubing set separated before use. The small light blue o-ring that holds the silicone segment to the safety clamp was found in the packaging. There was no patient involvement.

Event description:
It was reported that the primary tubing set separated before use. The small light blue o-ring that holds the silicone segment to the safety clamp was found in the packaging. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the primary tubing set separated before use. The small light blue o-ring that holds the silicone segment to the safety clamp was found in the packaging. There was no patient involvement.